Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ nid panel phoenix nmic/ID-307 a misidentification was reported for four patients. Patient 1 had a final result of e.coli. Bacterial culture was used to confirm the result. No health impact or consequence reported. Report 1 of 4.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae and serratia marcescens as pluralibacter gergoviae and pantoea agglomerans when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213335. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli, e. Cloacae, p. Gergoviae and p. Agglomerans on the complaint batch. To investigate, three retention panels each from complaint batch 3213335 were tested using in house isolate e. Coli enf9924 and s. Marcescens enf19540 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels each from the same material but different batch were tested using in house isolate e. Coli enf9924 and s. Marcescens enf19540 on a phoenix m50 machine and evaluated for identification results. The five panels inoculated with e. Coli enf9924 identified the isolate as e. Coli. Four out of the five panels inoculated with s. Marcescens enf19540 identified the isolate as s. Marcescens. As one of the reps misidentified, additional testing was conducted. One retention panel each of the complaint batch was inoculated with s. Marcescens enf19450 and s. Marcescens enf9978 and placed in a phoenix m50 for identification results. In addition, two control panels of the same material but different batch were inoculated with s. Marcescens enf19450 and s. Marcescens enf9978 and placed in a phoenix m50 for identification results. These six panels identified the isolate as s. Marcescens. As a result of the investigation, this complaint is not confirmed for misidentification. As part of the investigation, bd r&d performed a biochemical analysis/comparison between the bd testing lab reports and the customer lab reports as well as a review of customer provided binary files. The customer binary review shows that the substrate reactions were more aligned with an e. Coli ID as opposed to s. Marcescens. The substrates fired accurately to get the correct ID during internal complaint testing, and the difference could be due to a number of reasons. Factors such as organism age, amount of time the organism was incubated, storage of the isolate, etc. Could explain why the isolate identified one way for the customer vs a different way during our internal testing. Bd was not able to replicate the failure through investigative testing, however the binary file did show variability in substrate reactions from those expected. An overall review of gram-negative performance is on-going and will continue to be investigated. Although we didn't see the issue (mis ID of e. Coli) during complaint investigation testing, we recognized through complaint trending an increase of e. Coli mis ids over the past year. A corrective and preventive action (CAPA) has been initiated for this issue. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substrates on the panel. Bd anticipates a software release in summer 2024 to address the performance on e. Coli ids. A review of quality notifications revealed no quality notifications generated on the complaint batch.

Event description:
It was reported when using the bd phoenix¿ nid panel phoenix nmic/ID-307 a misidentification was reported for four patients. Patient 1 had a final result of e.coli. Bacterial culture was used to confirm the result. No health impact or consequence reported. Report 1 of 4.